Event description:
It was reported that 5years ago on (B)(6) 2017 a 23mm trifecta gt was implanted for coronary bypass surgery by connection of the left internal mammary artery to lad, aortic valve replacement. On (B)(6) 2022 echocardiogram showed degeneration of the valve with onset of high-grade stenosis and mild trans-and paravalvular insufficiency. The patient has a new york heart association functional classification (nyha) iii with exercise tolerance getting progressively worse due to dyspnea for about 6 month. Patient is planned to have a tavi valve-in-valve procedure on an unknown date. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of aortic stenosis and regurgitation was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B2: outcomes attributed to ae & b5: describe event or problem required correction. H6. Health effect - clinical code: code 1717 aortic valve stenosis was removed. H6. Health effect - impact code: code 4624 surgical intervention was removed and replaced.

Event description:
It was reported that on (B)(6) 2017, a 23mm trifecta gt was implanted. The patient also had a coronary bypass surgery by connection of the left internal mammary artery to left anterior descending artery, aortic valve replacement, tricuspid valve reconstruction by means of a non-abbott ring and closure of the left atrial ear with an non-abbot device. On (B)(6) 2022, an echocardiogram showed degeneration of the trifecta gt valve with onset of high-grade stenosis and mild trans-and paravalvular insufficiency. The patient had congestive heart failure along with exercise tolerance getting progressively worse due to dyspnea for about 6 month. The plan was for the patient to undergo transcatheter aortic valve implantation (tavi) valve in valve procedure. On (B)(6) 2022, the patient required 24 hour hospitalization for diagnostic testing a diagnostic transesophageal echocardiogram was done that revealed mitral valve insufficiency grade ii, tricuspid valve insufficiency grad I, aortic valve sclerosed, moderate stenosis, small paravalvular aortic leak, and aortic valve stenosis. The patient was started on oral anticoagulant and was awaiting tavi valve in valve procedure.